Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who had a mentor siltex round moderate profile 425cc saline prosthesis placed experienced left sided deflation post procedure. As a result, the device was replaced with a mentor smooth round moderate profile 425cc saline prosthesis on (B)(6) 2011.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 201260, and no non-conformances were identified. This evaluation reveals that the device was implanted after the sterilization expiration date had passed. This is off label use of the device. If alternated information is made available in the future, then a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 11, 2020 mentor became aware that it erroneously submitted values in section g with the supplemental report submitted on that same date. 3. Report source (others) should be blank. 3. Is report source other should be unchecked. Manufacturer¿s reference number: (B)(4).